Event description:
The ge oec 9800 fluoroscopy system had generator error displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced a defective high voltage tank, filament driver pcb and re-calibrated the system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.